Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was vacuuming his carpet and he felt a "shock" go up his right arm. Patient said he could hardly talk or walk. Patient said she checked his implants and one of them was turned off. Patient couldn't remember which device was turned off. Patient said he turned the implant that was off back on. Patient said after turning the device back on he went to sleep for 3 hours. When he woke up he got the vacuum (vacuum was not turned on) and he felt a tingling in his arm. Patient said he checked the implants and one was turned off. Patient said when he checked the implants there was not an error message on the programmer. The programmer just showed that one of the implants was off. The patient was using the same programmer for both implants. The patient had the implants replaced in 2017. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider indicating that the patient was last seen on (B)(6) 2018 for parkinson's disease management/deep brain stimulator management. The patient was doing well until earlier this week. He was vacuuming and he felt a shocking sensations on the right side and found out his stimulator was turned off. Later that day, it went back on. The left side, there was no problem. The patient wanted to get it checked out. The patient was awake, alert, and oriented. Language was slow, not clear, but he was able to express himself. He is using a walker to walk. He has mass dyskinesia movement compared to before. His speech was more clear than before. There was no focal weakness. The ins was checked and on the right side, the battery life was good, 2.99. No change compared to last time. The settings is on 1.4. They had previously checked increased to 1.5. The patient was not able to tolerate it because of his speech. The stimulator on the left side was checked. Impedance was good. Battery life was good. It was at 2.99. The last time was 3. They increased settings from 1.2 to 1.3., and the patient is doing well. When they increased to 1.5 before, he had changes of his speech. The patient felt improvement compared to before. The patient's health history included: patient has had parkinson's disease since 1995. Stimulator was placed in 2012, had a replacement on (B)(6) 2017. The patient takes 1 carbidopa/levodopa every 3 hours. Plan was to consider the neupro patch. Alcohol use-patient in the past drank beer and liquor. Tobacco use-never smoker. Anemia past surgical history-appendectomy, tonsillectomy. Hearing problems and wears glasses. Poor exercise tolerance. Urination interfering with sleep. Backache, metal implants, neck pain, pain in joints, and weakness. Imbalance, memory loss, numbness and tingling. Sleep disturbances.